Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1032 - sh device registry, patient site ID: (B)(6). It was reported that on 16 february 2026, a 25mm epic plus supra aortic valve was chosen for implant. It was then reported on 18 february 2026, patient experienced post-procedural delirium. Patient was administered anti-delirantal medication.